Manufacturer narrative:
A4-a6: unk. Manufacturer narrative: secondary surgical intervention to remove or replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was intraoperatively implanted, removed, and replaced for a same size lens, different: sphere, cylinder, and axis. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: lens was returned dry in a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found lens to manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).